Event description:
The customer reported the device will not turn on; the device was going to reset in 17 minutes, shutting down and a post timer/24v failure. The customer reported there was no patient involvement.